Event description:
It was reported that the luer lock connection became disconnected. Customer's blood glucose (bg) was in the high 300s mg/dl with nausea, a headache, moderate and large ketones. Customer¿s parent assisted the customer by delivering a correction injection via manual insulin injection. Customer bg decreased to 180mg/dl. Customer parent took the customer to the emergency room. Customer received fluids as treatment. Customer was released 6 hours later. No additional information was provide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.